Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 192 mg/dl. Customer was advised to disconnect at the quick release and prime; insulin did exit. Customer was advised the alarm might have been caused by a site occlusion and to change the entire infusion set. Customer's mother called the next day and stated that the insulin pump kept alarming no delivery and the clinical manager recommended getting the insulin pump replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.